Event description:
Related manufacturer reference number: 2017865-2023-14461. It was reported that the patient presented for a scheduled procedure. Prior to the procedure, it was discovered that the right atrial lead and the right ventricular lead exhibited noise. When the pocket was opened it was noted that both the leads had insulation breaches. Both leads were explanted and replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
The reported events for noise and insulation damage were not confirmed. As received, a complete lead was returned in one piece with an explant tool inserted. Visual inspection of the lead found no anomalies except for damages consistent with procedure damage. Electrical testing did not find any indication of conductor fractures or internal shorts.